Manufacturer narrative:
Investigation summary: the complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 13998512 was reviewed and no non conformities were found that would led to the reported complaint.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending.

Event description:
It was reported that a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves reportedly broke during a patient infusion therapy in the intensive care unit (ICU). Device incident with the arterial catheter system. The proximal valve broke. Immediate actions taken: the device was replaced which increased the risk of infection for the patient. There was no patient harm reported.